Event description:
The customer stated that a negative result was generated with architect anti-hcv lot 67599hn00. The sample was tested with architect anti-hcv at another facility and was reactive. In addition, riba testing generated c22++ results. The suspect results were not reported.

Manufacturer narrative:
This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). No return samples or reagents were received. A retained kit of architect anti-hcv, list number 6c37-30, lot number 67599hn00 was used for testing. One replicate of the negative control, positive control and 10 replicates of sensitivity panel a (core only) and sensitivity panel b (ns3 only) was tested. Furthermore, two commercially available seroconversion panels (B)(4) were tested. The results generated for the control values were well within the specifications stated in the respective package insert. Sensitivity panel a and b showed that the analytical sensitivity of architect anti--hcv, list number 6c37-30, lot number 67599hn00 was in acceptable performance range. Additionally, for the two commercially available seroconversion panels ((B)(4)) the same bleeds were found reactive with comparable s/co values as historical clinical lots. Therefore, there is no indication that the analytical or clinical sensitivity of the architect anti-hcv reagent, lot number 67599hn00 is compromised. As part of the investigation the complaint and manufacturing records for the architect anti--hcv reagent kit, list number 6c37-30, lot number 67599hn00 were reviewed. This review did not identify any problems relating to the customer's observation. Based on the investigation, it has been determined that architect anti-hcv reagent, list number 6c37-30, lot number 67599hn00, is currently meeting its safety, effectiveness and label claims. The cause of the negative patient result is unknown since no returns were available for investigation. In rare cases, discrepant results may be seen in individual patient samples. This may be due to interfering substances present in the patient sample. For diagnostic purposes, all patient results obtained with architect anti-hcv should be used in conjunction with patient history and other hepatitis markers for diagnosis of acute or chronic infection. No product deficiency was identified. This is the final report.